Event description:
It was reported through the litigation process that sometime post a vena cava filter placement, the filter strut had allegedly detached and traveled inside the patient's right ventricle. It was further reported that the detached filter strut had allegedly pierced through a papillary muscle of the tricuspid valve. Furthermore, the detached filter strut was found stuck out through the pericardium and outside the epicardium and had allegedly caused a pericardial effusion. Reportedly, an open chest operation was performed to retrieve the metallic prong. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H10: d4 (expiry date: 06/2015). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.